Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that the physician saw the patient one (1) week later in his office, where the patient was administered antibiotics and dry gauze dressing with tape was applied to the affected site. It is reported that the patient would have been provided instructions by hospital staff upon discharge, on how to remove dressing at home. Medical assist was given territory manager's information and will send an email for further follow-up. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
Orthopedic surgical staff reported that their patient developed a blister under one area of the surgical cover dressing that was discovered by the patient upon removal of the dressing at his home. It is reported that the dressing was applied after the patient's total knee incision was closed, and patient removed dressing at home one (1) week later.